Manufacturer narrative:
This part is not approved for use in the us, however, a like device with part# 9393007, 510k# k094025 and (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with spondylolisthesis and underwent minimally invasive transforaminal lumbar interbody fusion. During surgery, when inserting the implant, it cracked or broke at the instrument tip and fell off from the inserter. The product came in contact with the patient. No fragments of the broken implant remained inside the patient. No patient complications reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. Optical examination identified damage and location of fracture initiation at the inserter interface consistent with bend stress overload during attempted implantation. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.